Event description:
It was reported that the procedure was to treat a 90%stenosed de novo lesion in the proximal left circumflex artery (lcx) with moderate calcification and heavy tortuosity. A 2.50x15mm non-abbott balloon was used for pre-dilatation. Then, the 2.50x15mm xience skypoint stent delivery system (sds) was attempted be advanced to the target lesion; however failed to cross due to the anatomy. Therefore, the sds was removed from the anatomy. However, during removal the stent became dislodged from the balloon in the lcx to the left main trunk artery. The stent was attempted to be removed with the guidewire (gw), but the stent was not able to be removed; therefore, a snare device was used to remove the stent. This ended the procedure and no additional treatment was provided. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is likely the device interacted with the moderately calcified, heavily tortuous and 90% stenosed lesion causing the reported failure to advance. During removal continued interaction with the difficult anatomy likely resulted in the reported stent dislodgement and subsequent treatment including stent removal using a snare device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.